Manufacturer narrative:
Patient identifier, age, weight, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
(B)(4), during clinical procedure, couldn't disengage the fixture mount from the implant.